Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The difficulties removing the sheath could not be replicated in a testing environment due to the condition of the returned product. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), during protective sheath removal, resistance was met. The protective sheath had to be pulled off dislodging and elongating the stent from the balloon. The stent remained within the protective sheath once removed. The device was set aside and not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.